Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) serial: (B)(6), batch: a000102569 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that 9-16 lead migrated and had high impedances on all contacts. Patient did not report trauma, falls, or weight fluctuations. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.